Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review has been requested for the subject device.

Event description:
Status post rod and screw construct placement, pt returned to surgeon complaining of pain. An x-ray revealed two rods were broken. Surgeon removed the hardware, and revised the pt to a corpectomy and new hardware.